Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) small volume intermates were leaking. It was further reported that the "leaks appeared to be from blue winged luer caps" and were discovered prior to compounding the unspecified drugs. The devices were pre-filled with unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between july 16-18, 2018. The devices were received for evaluation. Visual inspection noted fluid inside the bags that contained the devices due to the loose/untightened blue winged luer caps. The reported condition was verified. The cause of the condition was determined to be due to a compounding issue of not properly tightening the blue winged luer caps. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.